Event description:
Alleged the pt positioning monitor will set but starts beeping.

Manufacturer narrative:
The facilities biomed found signs of fluid ingress and corrosion on the scale/bed exit pcb. The biomed cleaned the pcb to repair the bed.